Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and implant removal due to concern with the product. Device was explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and implant removal due to concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; linear opening on anterior and brown particles in the shell. Leak test and microscopic analysis were performed which identified; striated opening on the anterior side and fold creases. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade lv and implant removal due to concern with the product. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and implant removal due to concern with the product. Device was explanted.